Manufacturer narrative:
(B)(4). Investigation summary: investigation of the returned device confirms the complaint; one of the balseals is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported attune spacer block spring came off of peg. Nothing left in patient and spring was retrieved. No surgical delay.